Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found the lens missing a piece of haptic and foreign material on lens surface (debris and residue on lens surface). (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens explant). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+1.5/081 (sphere/cylindar/axis) into the patient's left eye (os). On the same date, the lens was explanted, the surgeon noting lens tear/break during injection into the eye. It is unknown whether the lens was explanted intra-operatively or in a 2nd surgery. On (B)(6) 2017, an alternate lens was successfully implanted. The problem was resolved.